Event description:
It was reported that the device is for repair. The results of the investigation found that the device's downstream occlusion (dso) seal was detached, and the dso sensor was defective. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal as well as a defective dso sensor. The cause of the problem was the defective dso sensor/detached dso seal. The dso seal and sensor were replaced to fix the issue.